Event description:
During laparoscopic procedure a bipolar cutting and coagulation forceps was needed to be used, but the instrument did not work according to the user facility. The instrument would not coagulate. The doctor switched instrumentation and successfully completed the case. There was no injury to the pt reported.

Manufacturer narrative:
Data filled by the u.s. Agent of the foreign MFR. There were two(2) forceps that were evaluated. No mfg date was provided with the eval of the instrument. The MFR (lina medical) has been contacted in regards to the mfg date of the instruments, but there has been no response as of yet. A follow-up report will be submitted when the info is returned to us. Eval summary: (2) 4393.3865 - powerblade bipolar cutting & coagulating forceps. Only one of the forceps evaluated was related with the product malfunction. The other was sent in by the customer as a credit and needed to be evaluated. When the instruments were shipped back, the malfunctioning forceps was marked properly by the user facility. The other forceps was brand new and package was unopened. Visual investigation showed that the forceps were in good condition. Functional investigation showed that both forceps were working properly and we could not verify customer's problem. No failure was detected! Cause of event: unk.